Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic with a and v simultaneous electrograms. An x-ray revealed lead dislodgement in tri-cuspid valve. During the lead repositioning, the helix would not retract. The lead was explanted and replaced. The patient was stable post-procedure.